Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the distal shaft offset itself and caused parts of an instrument to fall into the patient's abdomen. The parts were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and no further information was available.